Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid left anterior descending (lad) artery. An advance guide wire was placed at the distal lad and a non-abbott balloon catheter was used for pre-dilatation. As the balloon catheter was being removed from the anatomy it stuck on the guide wire approximately 40 cm proximal to the tip of the guide wire. The balloon catheter and guide wire were removed as a single unit. A balance middleweight universal ii guide wire and xience v stent delivery system were used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.